Event description:
Patient tripped on a rug and fell, sustaining femoral neck fracture. This patient went to the or for a percutaneous cannulated screw insertion. The fluoroscopic x-ray were satisfactory in the or. Portable x-rays were suspicious for one of the screws penetrating the femoral head. CT scan was ordered to verify the fact that the screw was penetrating the femoral head. Once this was verified patient was taken back to or at the next opportunity to revise the cannulated screw.====================== health professional's impression======================known complication of procedure.